Manufacturer narrative:
As of today, no additional information has been received. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this right atrial (ra) lead experienced chest pain. The physician believed that a micro-perforation had occurred. An echocardiogram was to be performed. A request for additional information was made.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information indicates that an echocardiogram was performed which showed the pericardium to be slightly enlarged. An x-ray revealed a change in lead position since implant. No further action was taken as the lead was determined to have been functioning normally. No additional adverse patient effects were reported.